Event description:
Analysis of returned device found corrosion inside of the pod. It was originally reported that the patient had a communication problem with the pod, while taking a shower. Blood glucose had been reported to have been over 250 mg/dl. The patient had been wearing the pod between 24 and 36 hours. Details regarding treatment were not reported.

Manufacturer narrative:
Corrosion was observed on the pcb of the returned device. The pod was not able to connect to the master pdm to be downloaded. All three batteries were measured to be low. The pod was connected to a 4.5v power supply and the pcb was removed but the pod still could not be downloaded. The fluid path was tested for leaks and no leaks were found. The data loss can be attributed to the observed corrosion. It is unknown if the corrosion and data loss are related to the alleged communication error and cannot be confirmed without the download data the cause of the communication error could not be determined and the cause of the corrosion and internal fluid could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone18.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.